Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The actual date of injury is unknown, reported as "2017"; therefore, we are using (B)(6) 2017 as date of event. This emdr represents the bard/davol ventralex (device #2). Additional emdr were submitted to represent the bard/davol ventralex (device #1) and bard/davol ventrio st (device #3). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of a bard/davol vetralex, lot number huvf0595 (device #1). On (B)(6) 2011: the patient underwent surgery for implant of a bard/davol vetralex lot number huvb1310 (device #2). On (B)(6) 2014: the patient underwent surgery for implant of a bard/davol ventrio st lot number huyf1398 (device #3). Ni/ni/2017: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the vetralex (device #1 and device #2) and ventrio st (device #3). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ (p. 5 sec. 1).